Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds are dusted. Close cancel done on prid 234617 due to emdr ack 3 failed/duplicate record. However, this is a new complaint from (B)(6) 2014 and recreating at this time.